Manufacturer narrative:
(B)(4).

Event description:
Clinic notes dated (B)(6) 2016 were received in regards to the patient's generator replacement referral. It was noted the battery life was only at 20-25%, which is unexpectedly low since the generator was only implanted a little over a year prior. Additionally, the physician noted the patient was having breakthrough seizures, which were attributed to the low generator battery. It was noted the autostimulation had been programmed off. The diagnostic results were all ok and the impedance value was 2508 ohms, which is within normal limits. The battery status indicator was still showing and ifi = no (intensified follow-up indicator) condition. It was noted the patient was seizures free until the breakthrough seizures that happened twice in (B)(6) 2016. The programming history database was reviewed on 12/05/2016. The database contained programming history from date of implant, (B)(6) 2016 through (B)(6) 2016. No anomalies were noted. The patient was programmed to 1.75/20/244/14/30 on (B)(6) 2015. The last diagnostics were performed on (B)(6) 2016, which showed ok/ok(1.75ma)/ok(2308 ohms)/ok for system diagnostics. The information in the programming history database was decoded and reviewed. No anomalies were noted and it was confirmed that the device was not yet at the ifi condition as the device showed 2.853v, which is above the ifi threshold. Additionally, the decoded information did show the patient had 16 completed magnet swipes between the (B)(6) 2016 visit and the (B)(6) 2016 visit, when prior to that there were zero. This indicates that between that time period, the patient may have been experiencing more symptoms related to a seizure and used the magnet for the on demand stimulation.

Event description:
It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. A review of manufacturing records indicated that the generator underwent the trim test on (B)(6) 2015. Therefore the device was laser routed. The patient underwent generator replacement surgery. The explanted m106 is expected to be returned, but has not been received by the manufacturer to date.

Event description:
Additional data from the date of explant surgery was sent to the manufacturer and the decoder which housed the information from the explant date was reviewed on 01/17/2017. No anomalies were noted within the decoded data and the battery status indicator was still showing the 25% remaining condition. The impedance values were all still found to be within normal limits. The battery voltage measured on (B)(6) 2016 had dropped slightly since the last review voltage which was measured on (B)(6) 2016 and the percent of battery consumption had increased slightly.